Event description:
Information was received from the manufacturing representative (rep) regarding a patient who was receiving morphine (1 mg/ml at 137 mg/day), bupivacaine (25 mg/ml at 3.43 mg/day) and baclofen (150 mcg/ml at 20.62 mcg/day) via an implantable pump for unknown indication it was reported that the health care provider (hcp) cut an 8784 catheter at 5.5 cm and he was not able to connect the catheter to a connector. The hcp tried to push saline through the catheter connection and it would not go through. The rep stated that hcp used a second 8784 but did not cut it as short. The rep thought it was above 6 cm and the hcp was able to connect that catheter. Additional information was received from the manufacturing representative (rep). The rep clarified that the event occurred on (B)(6) 2026 during the catheter revision. The agent further clarified that the occlusion occurred in the new catheter and the reason for the occlusion was unknown. The explanted catheter had been returned to the manufacture. Additional information was received from the manufacturing representative (rep). It was reported that the initial reporter for the event was the rep. The rep would be returning the new catheter which had the occlusion and the catheter that could not be connected.

Manufacturer narrative:
Continuation of d10: product ID 8784, serial# (B)(6), implanted: (B)(6) 2025, explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 13-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.